Event description:
It was reported a patient had an initial tmjpm. During this procedure a large intra-oral tumor was dissected, increasing the difficulty and or time to approximately 10 hours. The mandibular osteotomy had to be done a bit more aggressive which resulted with the use of only four mandibular screws for fixation. The head and neck was dissected during the initial operation and the surgical site was covered by a latissmus dorsi free flap. Subsequently, patient is being planned for a pmi product due to loosening of the mandibular component. It is further reported that the patient is seeking alternative treatment instead of being revised.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical products: item # tmjpm-3484, lot # 078910; left pm-tmj & model. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided for the unknown screws. The root cause of the reported issue is attributed to a patient condition, as a large intraoral tumor resulted in the surgeon changing the planned bone resection. The designer of this device, 3d systems, was notified of this event and an investigation was conducted. The surgeon took an aggressive approach due to a large intraoral tumor, resulting in a larger mandibular resection than planned. This resulted in the surgeon only being able to place four of the seven planned screws. It is likely that the mandible component is loose because only four of the seven screws were utilized. This case was planned to be revised with a new custom implant to implant a larger mandible component that will wrap more of the patient's remaining anatomy. Review of the DHR shows that all parts were designed properly per the applicable work instructions and inspections. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2023-00076.